Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. Analysis of the returned device identified an opening(extended), yellow particles in the gel and the device was found to be underweight. A visual and microscopic analysis was performed which identified sharp broken shell on posterior, and creases fold. A dimension measurement of the shell was performed which identified the thickness to be within specification. Based on the device analysis the final assessment is a sharp opening on posterior due to an unidentified(tear) opening. The reason for reoperation was rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side rupture. Device was explanted.